Event description:
It was reported that the device always shows that the remote dose disconnected. Device evaluation revealed a cracked downstream occlusion (dso) sensor. There was no patient involvement.

Manufacturer narrative:
One device received for investigation. Visual inspection found that the downstream occlusion (dso) sensor seal was cracked. The event history logs were reviewed. Functional testing was performed. Service history identified the complaint was not related to a previous service of the device within the review period. The dso seal was replaced.